Event description:
It was reported that the right atrial lead dislodged and exhibited high threshold. The lead was capped and replaced during device change out procedure. The patient was in good condition following the procedure.